Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited loss of capture, exit block was also noted. The device was explanted and replaced.